Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing signal loss with the monitored telemetry transmitters. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. No further issues relating to signal loss was found for the reported device. The issue of signal loss with the reported device had most likely been resolved. Complaint history review of the customer's account reveal additional signal loss complaints. However, these complaints cannot be confirmed to be related to this event.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss. The unit was monitoring multiple transmitter at the time. They will be sending this cns in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss.